Event description:
It was reported that prior to starting a da vinci hysterectomy surgical procedure, it was observed that the tip of the scissors on the monopolar curved scissors instrument where the tip cover goes was bent. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's tube extension to be cracked. The tube extension was broken at the clevis hub and tube extension interface. The entire tube extension wall was circumferentially broken at the base of the axial keys. No pieces were observed to be missing. Failure analysis concluded that the cracked damage may be due to mishandling/misuse. Failure analysis investigation also found the following additional damages: the instrument's tube extension exhibited removed pad printing. The removed pad printing area measured approximately 0.095 x 0.064. The tube extension also had some scratch marks at the proximal area. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. The instrument's tube reinforcement ring had scratch marks/abrasions, however the ring was not ripped. The scratch marks aligned with the scratch marks on the tube extension. Failure analysis concluded that the scratch marks/abrasions may be due to mishandling/misuse. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches measured approximately 0.245 - 0.045 in length were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the additional finding of the pad printing damage and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.